Event description:
The patient developed persistent hives after receiving pelvicol implant during a&p procedure in 2002. Product was soaked in gentamycin solution prior to implant. Patient was given cefzox (antibiotic) 2 to 3 days before procedure and had been on hormone replacement therapy. Patient came in 18 days later with a rash all over their body. 3 days later, patient was referred to a dermatologist who could not find a cause for the problem. One month later patient was seen by a doctor who prescribed "zantec and zerteck" and in 2003, patient was seen by the dermatologist again. The treatment thus far is having patient try different medications. Patient was catheterized for 10 days after the procedure. Patient has not been screened for allergies. Hives are ongoing.